Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deemed possible because the product in use is temporarily associated with the skin where the problem occurred. According to the end-user, they have not experienced any issues with the handling of the product, and has had no changes within the specified time period. No additional event/pt details have been provided to date. A return sample for eval is not expected. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unk, as the date used was the date convatec became aware. See scanned page.

Event description:
End-user reports that for 4 weeks, they have experienced itching and dry skin under the wafer's tape border.